Event description:
It was reported that this pacemaker exhibited an unknown product performance anomaly. The patient recently wore a heart monitor. As of this time, this pacemaker remains in service. No adverse patient effects were reported.